Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed no delivery. Customer was assisted with no delivery troubleshooting. Customer blood glucose was unknown at the time of incident. Customer stated that during manual prime, the insulin did not exit and that there was greater than normal resistance with plunger push. Customer was advised no delivery alarm was caused by infusion set and reservoir connection. Customer was advised to change set. The reservoir will not be returned for analysis.